Event description:
The dealer just replaced a motor on this chair. Now the motor is shuddering. Dealer spoke with al in tech who told him swap the motor leads. If it still shudders, then replace the motor. If it doesn't, then there is a problem with the control module. Dealer will call back.